Event description:
The recipient is reportedly experiencing sound quality issues. Programming adjustments were made, however, the issue did not resolve. The recipient was prescribed methylprednisolone for 12 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue reportedly resolved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced recurring sound quality issues. The recipient had some electrodes deactivated, which resolved the issue.